Manufacturer narrative:
On 9/15/2015 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - although the unit did not catch fire or smoke during evaluation, a dislodged mirror and melted turret most likely produced a burning odor. Device history evaluation: nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report / nonconforming material report history. Variance authorization / deviation history: there is no applicable variance authorization / deviation history. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Repair history: none. Conclusion: most likely root cause is the dislodged mirror. Upon opening the unit, one of the mirrors was dislodged from the holder and had landed next to the power supply. Possible source of smoke or fire, is the melted turret. This would happen from the dislodged mirror causing the high intensity light to be misdirected and melt the turret. All reported and identified damage was internal; no external physical damage was identified. No signs of burning internally other than the melted turret. The unit powered on and did not smoke or catch fire. Due to the misdirected light upon the turret, melting of the turret was suspected as fire source and powered to the unit was turned off. Evaluation of the unit showed the turret had begun to melt.

Event description:
Customer initially reports the device caught on fire during first use out of the box. On (B)(6) 2015 customer reports a precheck of device before patient was to enter the room. Device turned on a few minutes before event occurred and smoke filed the room. No harm to anyone.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported information.